Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that over the past several years, she was hospitalized for low blood glucose levels three times. Customer reported that stress, too much insulin, and too little carbohydrates were contributing factors to the low blood glucose level. Customer blood glucose levels ranged from 7 to 9 mg/dl at the times of admission. Blood glucose level at the time of the call was not provided. No further information was provided.